Event description:
An ocd customer qaulity engineer observed biased qc results for hbsag during a datalogger file review. The investigation determined this event to be consistent with a malfunction which could cause inappropriate physician action. There was no report of pt harm as a result of this event.